Event description:
N/a.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. The reported torn clip cover was confirmed. The reported improper or incorrect procedure or method (failure to follow steps / instructions) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported clip open during efaa appears to be due to user error (improper or incorrect procedure or method). The user error was due to the user curving the cds more than 90 degrees. The torn clip cover appears to be due to removal and/or troubleshooting maneuvers. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) and thick leaflet for a mitraclip procedure. During the procedure, the clip was unable to pass establish final arm angle(efaa) test. Efaa was performed twice and was unsuccessful. The clip delivery system (cds) was curved 90-100° for a brief period of time. During removal of clip from the anatomy, clip cover was damaged. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 1 post procedure. Efaa failure was due to thick leaflets. There was no clinically significant delay or adverse patient effects.